Event description:
The caller reported that the insulin gauge displayed an amount different than expected. Reportedly, the customer was not removing the air from the cartridge correctly during the loading sequence and was using cold insulin. There was no adverse impact to the customer's blood glucose level. The caller decided to load a new cartridge as a corrective action.